Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The hcp states the pt experienced breathing problems and was unresponsive at times. In 2000, the pt underwent explantation of the pump and catheter. The device was returned to the MFR for analysis. The hcp stated the pt condition is improved after explantation of the pump.